Event description:
It was reported that this atrial lead exhibits under sensing. This patient device delivered inappropriate anti-tachycardia pacing (atp) and 8 inappropriate electric shocks due to an atrial arrythmia with rapid ventricular response (rvr). The therapy was exhausted. No adverse patient effects were reported.